Event description:
A problem was reported related to pump. Healthcare provider reported pump alarm that was confirmed to be motor stall. The motor stall and recovery were recorded in event logs. Motor stall was due to patient being near a magnetic field. Patient indicated she used the sm-el magnet on the pump. Also reported there was a problem with programmer printing. It was reported the paper was feeding properly but no text appeared on the paper. It was recommended to change the paper orientation to solve the issue. No patient symptoms or outcome were reported. If additional information becomes available a report will be provided.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709, serial# (B)(4), implanted: 2005 (B)(4); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(4); product type catheter. (B)(4).